Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an endoscopy procedure performed on (B)(6), 2026. During the procedure, the yoke fell off during deployment. The clip worked well otherwise. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imrdf code a0501 captures the reportable event of detachment of device or device component egd or unknown procedure, also unknown location. Correction: d4: model number, g2: report source. Block h11: investigation results: the resolution 360 ultra clip was not returned for analysis. The device was implanted; therefore, a technical analysis could not be performed. Media was provided and showed evidenced of the yoke detached. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of yoke and or ball weld detachment of device or device component was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. With all the available information, boston scientific concludes the reported event of yoke and or ball weld detachment of device or device component was able to be confirmed. The investigation assigned the most probable conclusion code of adverse event related to procedure. According to the risk document ((B)(4), hemostasis clip hazard analysis) after the activation of the device the yoke can become detached from the clip and this separation can occur naturally as part of the functionality of the device. Based on all additional information, the most probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an endoscopy procedure performed on (B)(6) 2026. During the procedure, the yoke fell off during deployment. The clip worked well otherwise. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imrdf code a0501 captures the reportable event of detachment of device or device component.